Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the bladder was ruptured in the footed position. Therefore, the reported condition was confirmed. The assignable root cause was not determined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance an intermate in which the reservoir ruptured during infusion. According to the report, the device was stored in the refrigerator at the home patient's house before use. The intermate was filled with vancomycin. The patient took out the intermate, and allowed the medication to reach room temperature. The intermate was connected to the patient and therapy began. The patient observed that the balloon ruptures with about 1/4 of the medication left. The balloon was noted to be in the footed position. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.